Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's speakers, internal battery, power management board and system board will be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board, power management board, speakers and internal battery. The system board, power management board, speakers and internal battery were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power management board failing was found to be consistent with a shorted fet (q25). The speakers were evaluated and the root cause of the speakers failing were found to be consistent with an internal wire failure. The system board and internal battery were evaluated and found to operate to design specifications.